Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, high impedance was observed on the lead. The lead was programmed in unipolar configuration and implanted.